Event description:
It was reported to boston scientific corporation, that a hydrothermablator (hta) console unit was used during a therapeutic hydrothermal ablation procedure. According to the complainant, the system cannot proceed to the next step of the procedure. An attempt was made to progress through steps in three different procedure sets and the failure occurred with all three. The procedure was not completed due to this event; however, there were no patient complications.

Manufacturer narrative:
An evaluation of the returned device revealed no issues. The event could not be confirmed nor duplicated. A search of the field service records for this unit was conducted and no like complaints were found. There are currently no known incidences of assembly or refurbishment contributing to this failure mode.